Event description:
A (B)(6) male presented for a nanoknife ablation procedure of two liver lesions. It was reported that the ablation of the first lesion was successfully completed without issue. During the ablation of the second lesion, it was noted that the pt's heart rate became elevated to the 117 - 123 bpm range. The certified registered nurse anesthetists present made several attempts to lower the pt's heart rate, but was unsuccessful. The physician who was performing the procedure decided to abort the second ablation. The pt was moved to recovery and was in atrial fibrillation through the evening post-procedure. It was noted that the pt's cardiac enzymes were elevated. A cardiologist was consulted and it was determined that the pt had experienced a myocardial infarction. A coronary stent was placed on (B)(6) 2011. It was reported that the pt is doing well and he was discharged on (B)(6) 2011. The physician has scheduled a f/u nanoknife ablation to treat the second liver lesion.

Manufacturer narrative:
The first of two liver lesion ablations was successfully completed with this device without complications on (B)(6) 2011. This report is being submitted to notify FDA of a serious adverse event (pt experienced a myocardial infarction) that occurred during the second ablation of the same procedure. There was no report of a device malfunction during the entire procedure. This report is being submitted to notify the FDA that prolonged hospitalization and further medical intervention was required post procedure, in the form of coronary stent. No permanent harm or permanent injury was reported to the pt. In the opinion of the physician who performed the ablation, the myocardial infarction was not related to the ablation, but more to the pt's history of coronary artery disease. The physician has rescheduled the ablation of the second lesion for a later date. During the review of the mfg records of the nanoknife single electrode probe, 15cm for the lots obtained through a ship history review it was observed that the manufactured lots met all device specs and quality requirements. A review of this account's service orders for their nanoknife generator ((B)(4)) noted no issues. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).